Event description:
Coiling treatment of an aneurysm in the carotid cavernous fistula (ccf). During detachment of the seventh implant coil with an instant detacher, the pushwire would not separate from the instant detacher so the pushwire and instant detacher were removed from the patient. Upon further observation, it was noted that the pushwire had broken releasing the implant coil successfully into the aneurysm. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device was returned without the implant coil as it was implanted in the patient. The proximal end of the pusher assembly was found stuck inside the instant detacher due to a bend. (B)(4).